Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. When flushing the side port of the catheter, saline sprayed outside of the port due to a crack. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return.